Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation (paroxysmal, permanent, and persistent), hypertension, diabetes, congestive heart failure, vascular disease, intracranial hemorrhage, ischemic stroke, transient ischemic attack, systemic embolism, and prior left atrial appendage thrombus. Some of the complications reported were pericardial effusion, cardiac tamponade, access site complications, pseudoaneurysm, thrombus, air embolism, device embolization, cardiac arrest, renal failure and peri device leakage. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: left atrial appendage occlusion vs standard of care after ischemic stroke despite anticoagulation.

Event description:
N/a.

Manufacturer narrative:
B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "left atrial appendage occlusion vs standard of care after ischemic stroke despite anticoagulation" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "left atrial appendage occlusion vs standard of care after ischemic stroke despite anticoagulation", was reviewed. The article presented a prospective, multicenter study to compare percutaneous left atrial appendage occlusion (laao) with continuing oral anticoagulation therapy (oat) alone regarding stroke prevention in patients with atrial fibrillation (af) who had a thromboembolic event despite taking oat. Devices included in the study were watchman 2.5, watchman flx, amplatzer cardiac plug, amplatzer amulet, lambre, lariat, and coherex wavecrest. The article concluded that in patients with nonvalvular af and a prior thromboembolic event despite taking oat, laao was associated with a lower risk of ischemic stroke compared with continued oat alone. Randomized clinical trial data are needed to confirm that laao may be a promising treatment option for this population with a very high risk of stroke. [The primary and corresponding author was lucas boersma, department of cardiology, st antonius hospital, koekoekslaan 1, 3435 cm, nieuwegein, the netherlands, with corresponding email: l.boersma@antoniusziekenhuis.nl] the time frame of the study was from 2010 to 2022. A total of 433 patients were included in the study, of which 187 (43%) received an abbott device. The average age was 80.9 years and the majority gender was female. Comorbidities included atrial fibrillation (paroxysmal, permanent, and persistent), hypertension, diabetes, congestive heart failure, vascular disease, intracranial hemorrhage, ischemic stroke, transient ischemic attack, systemic embolism, and prior left atrial appendage thrombus.